Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose was 12.9 mmol/l. No significant events leading to the alarm were recalled. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was also received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.